Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma and necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, necrosis and migration.

Event description:
Healthcare professional reported "rupture", "benign breast tissue shows fat necrosis, granulation tissue, acute and chronic inflammation with multinucleate giant cells", and "lymph node demonstrating intramammographic appearance typical of silicone within the node"; and "there is a lymph node consistent with 'snowstorm appearance' typical of silicone within lymph node". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "rupture", "benign breast tissue shows fat necrosis, granulation tissue, acute and chronic inflammation with multinucleate giant cells", and "lymph node demonstrating intramammographic appearance typical of silicone within the node"; and "there is a lymph node consistent with 'snowstorm appearance' typical of silicone within lymph node". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening ¿ rupture: observed broken device assessed as surgical damage ¿ necrosis: unable to observe as it is not related to the manufacturing process. ¿ migration: unable to observe as it is not related to the manufacturing process. ¿ lump-nodule: unable to observe as it is not related to the manufacturing process. ¿granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.